Manufacturer narrative:
Pt ID not available from the site. Investigation finds that the stealthstation was accurate. The surgeon acknowledged that the pathology report confirmed the area of the brain where the tissue sample was taken from did in fact have high grade glial-blastoma cells. The biopsy sample was retrieved from the correct anatomical area of interest as a result of the navigation info provided by the stealthstation. Software functioned as intended. No further issues reported.

Event description:
A medtronic rep reported the surgeon alleged an inaccuracy while in a cranial biopsy procedure using the axiem technology. The surgeon verified accuracy after registering and felt accurate at that time. The surgeon was checking accuracy with the probe periodically during navigation and then felt inaccurate. They are using a stick on pt tracker with mastisol. Following troubleshooting with a medtronic rep, the surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the pt outcome.